Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be injected in the foley catheter during the pre-test.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Photo sample evaluation: visual evaluation of the returned 4photo sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the first photo sample noted shows overview temp sensing foley catheter with sample port connector and syringe. The second photo shows the trifurcation site of the catheter. The third photo sample show the closeup image of the balloon and eyelet portion. The fourth photo shows the inflation valve/cap with material 119314 manufacturing lot number ngjw2603.the condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjw2603. Visual inspection noted no obvious observations. The catheter urine lumen filled with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using the returned syringe and it was extremely difficult to inject solution in to the balloon with only 2 ml injected. Attempted to inflate balloon using the in house luer lock syringe and only 3 ml could be injected. Replaced inflation valve and reattempted inflation. Attempted to inflate balloon using both syringes and solution could not be injected fully. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and fond a blockage of excess silicon inside of the inflation lumen. Two pin gauges (0.031" and 0.032") were inserted and could not pass through the lumen. There silicon was blocking the gauges from passing. This is out of specification which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be injected in the foley catheter during the pre test.